Manufacturer narrative:
The insulin pump had a blank display due to a corroded motor and electronic assembly. See medwatch 2032227-2009-01159 for the reservoir leak.

Event description:
It was stated that the insulin pump had a blank display. It was also stated that insulin leaked from the reservoir into the liquid crystal display. Nothing further was reported.